Event description:
I had essure implanted in (B)(6) 2013 and since my procedure, I've had worsening sharp, stabbing relentless pain in my pelvic area extending into my legs that does not allow me to walk well or lift heavy objects, weight loss, hair loss, general malaise, body aches, insomnia due to pain, irregular bleeding, discharge, migraines and loss of appetite.